Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the ICU for a gi bleed. No additional information available.

Manufacturer narrative:
Additional information received during investigation revealed that patient presented with melena and anemia. Diagnostic testing revealed multiple arteriovenous (av) malformations located in the stomach and small bowel. Cauterization was attempted with argon gas and intravenous (IV) medications. Somatostain was administered IV and then by mouth (po). The patient's anticoagulation is normally controlled without aspirin. The patient has persistent anemia that requires periodic blood transfusions and was discharged home on 07/13/2016. The therapeutic team believes the event is related to the device. Due to the use of anticoagulants, patients with an lvad placement are at higher risk for bleeding events such as gi bleeding. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.